Manufacturer narrative:
The referenced driveline evaluation in (B)(6) 2015 was reported under medwatch MFR report #2916596-2016-00046. (B)(4). Approximate age of device ¿ 10 months. A full evaluation of the device could not be conducted as the device remains in use. The reported pump stoppage events were confirmed through the analysis of the log file. Based on the manufacturer's past experience and similar reported events, the low speed hazard alarms and pump stoppages that occurred while the patient was supported by the power module and mobile power unit could be indicative of driveline damage. The patient was provided with an ungrounded power module patient cable and no further intervention was planned. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that several pump stoppage events were reported on (B)(6) 2016. Prior to the pump stoppage events, the customer stated that low speed alarms had occurred approximately 1 week prior. The patient was asymptomatic. Pump stoppage events had also occurred in (B)(6) 2015. The patient was admitted for a repeat driveline evaluation. The manufacturer's technical services reviewed submitted x-ray images and they were unremarkable. The pump stoppage events were observed to occur while the system was connected to the power module or the mobile power unit. A driveline short to shield issue was suspected. The patient was discharged home with an ungrounded patient cable for use with the power module. No further intervention is planned at this time.